Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Journal of spine research, vol.12 no.7, (2021) published an article: "examination of the effect of duragen on preventing cerebrospinal fluid leakage in spinal cord surgery" duragen dural graft matrix (duragen) was implanted on unknown date. The patient had a headache as a complaint. MRI showed ventricular enlargement, and lumbar MRI showed intradural extramedullary encephaloma and disseminated lesions at the lower end of the dural sac suspected to be disseminated lesions. Both companies underwent spinal tumor resection. The dura mater was closed with a non-penetrating clip, but the dura mater at the lower end of the dura mater was thinned and very fragile, and a part that could not be closed with a non-penetrated clip remained. Including this, it was covered with duragen and fibrin glue was sprayed to complete the operation. From the second day after the operation, the patient was released from rest and allowed to walk. However, postoperatively, pseudomeningocele was formed, and symptoms of low cerebrospinal fluid pressure such as orthostatic headache appeared. Although the bed rest was continued, it did not improve, so cerebrospinal fluid leakage closure was performed 63 days after the operation. The dural defect was located on the tailmost side of the surgically operated part, and occurred in the part where the dura was fragile and the dura mater was not completely closed. It was confirmed that a dural tissue formed by duragen was formed in other parts. The dural defect was closed with autologous fascia, covered with duragen onlay, and fixed with a piece of fat. After the operation, the symptoms of low cerebrospinal fluid pressure improved and pseudomeningocele disappeared. Adverse event: postoperatively, pseudomeningocele was formed, and symptoms of low cerebrospinal fluid pressure such as orthostatic headache appeared. Although the bed rest was continued, it did not improve, so cerebrospinal fluid leakage closure was performed 63 days after the operation.

Manufacturer narrative:
Duragen dural graft matrix was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.